Event description:
It was further reported that the cause of the initial vad stopped event was most likely caused by a disconnection of both batteries. The initial start up event was attempted with one battery and the ac power cable "suggesting the possibility that the total power disconnect occurred during a power change from batteries to wall power." It was also reported that vad stop alarms and vad disconnect alarms occurred during multiple attempts to restart the vad using both controllers. It was noted that, after the spare controller recorded a startup attempt while simultaneously two vad disconnect alarms occurred on the primary controller and "there was not enough time between the vad disconnect alarms for the controller to attempt to re-start the pump." It was further reported that the patient was "had been highly anxious about performing (their) own power exchanges, and had requested they be performed by vad team (when in the room) or nursing staff."

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d4: serial or lot#: h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient initially presented with nausea and lightheadedness after implantable cardioverter defibrillator (ICD) shocks at home. The patient was admitted for sustained ventricular fibrillation and hypotension. The vad also exhibited low flow alarms, and both controllers also exhibited unexpected losses of power. It was stated that at the time of the power source change, the patient had no symptoms to suggest a vad issue. The patient went into cardiac arrest, and while the patient was coding the nursing staff contacted the hospital engineer who normally addresses vad concerns. It was noted that the engineer lives 30 minutes from the hospital, and the communication was during an emergent situation and may have been less than optimal. The patient expired before the engineer arrived. The patient's cause of death was cardiac arrest. It was also noted that the patient is in subgroup 3.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial #: (B)(6) / UDI #: (B)(4) d9: yes, return date: 24-oct-2023 h3: dev rtn to MFR? Yes h4: mfg date: 05-jan-2022 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2021 / serial #: (B)(6) / UDI #: (B)(4) d9: yes, return date: 24-oct-2023 h3: dev rtn to MFR? Yes h4: mfg date: 23-apr-2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that review of log file data revealed failed motor starts with atypical parameters.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6), and two controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the vad (B)(6)'s manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front housing disc curvatures and rear housing disc curvatures were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned batteries and (B)(6) revealed that the devices passed visual inspection and functional testing. An internal inspection of the returned batteries and (B)(6) did not reveal any anomalies. Failure analysis of (B)(6) revealed that the returned controller passed visual inspection and functional testing. An internal inspection revealed a crack on standoff post one (1) within the controller housing. This is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contr ibuted to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. In addition, log file analysis revealed a motor start event recorded on 24/aug/2022 at 10:40:53, in which the motor start parameter was atypical. Log files associated with (B)(6) revealed a slight decrease in power consumption and estimated flow starting on (B)(6) 2023 and twelve (12) low flow alarms have been logged since (B)(6) 2023. Analysis of the event log file associated with (B)(6) revealed a controller power-up logged on (B)(6) 2023 at 20:52:45, indicating a loss of power to the controller. Review of the controller's internal logs revealed that (B)(6) was connected to power port one (1) with 85% relative state of charge (rsoc) and a controller power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and a controller power adapter was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for eleven (11) seconds. Analysis of the alarm log file associated with (B)(6) revealed one (1) vad stopped alarm and three (3) vad disconnect alarms were logged on (B)(6) 2023. The vad stopped alarm was logged at 20:53:02 due to a failure of the pump to restart after several attempts. The first vad disconnect alarm was log ged at 20:59:26 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. A second vad disconnect alarm was logged at 20:59:34 due to a critical phase open, indicating there was an open phase on each stator, likely due to troubleshooting during a controller exchange. A third vad disconnect alarm was logged at 21:42:03 indicating that the controller was powered on without the driveline connected, likely due to troubleshooting. Four (4) controller power up events were logged on (B)(6) 2023 between 21:41:01 and 21:41:55, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed a controller power-up logged on (B)(6) 2023 at 21:19:55, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 21:20:02, indicating the controller was powered on without the driveline connected. The vad disconnect alarm was cleared at 21:20:29, indicating the driveline was connected to the controller due to a controller exchange. Review of the alarm log file associated with con411506 revealed four (4) vad stopped alarms and three (3) additional vad disconnect alarms were logged on (B)(6) 2023. The vad stopped alarms were then logged between 21:20:50 and 21:48:04 due to a failure of the pump to restart after multiple attempts. Three (3) controller power up events and the additional vad disconnect alarms were logged between 21:58:12 and 21:59:05 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log file analysis revealed that safety alert word (saw) values were recorded on (B)(6) and (B)(6) during motor start attempts, indicating an overcurrent alert; log files recorded high power consumption during the attempted motor starts, which required more current from the batteries. The reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the remaining controller power-up events involving the controllers can be attributed to troubleshooting of the vad stopped alarms and controller exchanges. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnec tions of the driveline from the controllers during the troubleshooting of the vad stopped alarms and controller exchanges. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of fca cvg-21-q3-21 (subgroup 3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Per the instructions for use, cardiac arrhythmias and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of cardiac arrhythmias events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d9: yes, return date: 24-oct-2023 h3: yes dev rtn to MFR? Yes d1: controller d4: (B)(6) d9: yes, return date: 24-oct-2023 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6)), and two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front housing disc curvatures and rear housing disc curvatures were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned batteries and (B)(6) revealed that the devices passed visual inspection and functional testing. An internal inspection of the returned batteries and (B)(6) did not reveal any anomalies. Failure analysis of (B)(6) revealed that the returned controller passed visual inspection and functional testing. An internal inspection revealed a crack on standoff post one (1) within the controller housing. This is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. In addition, log file analysis revealed a motor start event recorded on (B)(6) 2022 at 10:40:53, in which the motor start parameter was atypical. Log files associated with (B)(6) revealed a slight decrease in power consumption and estimated flow starting on (B)(6) 2023 and twelve (12) low flow alarms have been logged since (B)(6) 2023. Analysis of the event log file associated with (B)(6) revealed a controller power-up logged on (B)(6) 2023 at 20:52:45, indicating a loss of power to the controller. Review of the controller's internal logs revealed that (B)(6) was connected to power port one (1) with 85% relative state of charge (rsoc) and a controller power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and a controller power adapter was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for eleven (11) seconds. Analysis of the alarm log file associated with (B)(6) revealed one (1) vad stopped alarm and three (3) vad disconnect alarms were logged on (B)(6) 2023. The vad stopped alarm was logged at 20:53:02 due to a failure of the pump to restart after several attempts. The first vad disconnect alarm was logged at 20:59:26 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. A second vad disconnect alarm was logged at 20:59:34 due to a critical phase open, indicating there was an open phase on each stator, likely due to troubleshooting during a controller exchange. A third vad disconnect alarm was logged at 21:42:03 indicating that the controller was powered on without the driveline connected, likely due to troubleshooting. Four (4) controller power up events were logged on (B)(6) 2023 between 21:41:01 and 21:41:55, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed a controller power-up logged on (B)(6) 2023 at 21:19:55, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 21:20:02, indicating the controller was powered on without the driveline connected. The vad disconnect alarm was cleared at 21:20:29, indicating the driveline was connected to the controller due to a controller exchange. Review of the alarm log file associated with (B)(6) revealed four (4) vad stopped alarms and three (3) additional vad disconnect alarms were logged on (B)(6) 2023. The vad stopped alarms were then logged between 21:20:50 and 21:48:04 due to a failure of the pump to restart after multiple attempts. Three (3) controller power up events and the additional vad disconnect alarms were logged between 21:58:12 and 21:59:05 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log file analysis revealed that safety alert word (saw) values were recorded on (B)(6) during motor start attempts, indicating an overcurrent alert; log files recorded high power consumption during the attempted motor starts, which required more current from the batteries. The reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the remaining controller power-up events involving the controllers can be attributed to troubleshooting of the vad stopped alarms and controller exchanges. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controllers during the troubleshooting of the vad stopped alarms and controller exchanges. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of fca cvg-21-q3-21 (subgroup 3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Per the instructions for use, cardiac arrhythmias and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of cardiac arrhythmias events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes d1: controller d4: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction to d4 unique device identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized when the ventricular assist device (vad) lost power and failed to restart while on the primary controller. The controller was exchanged and the vad failed to restart. Subsequently, the patient expired.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿controller. H5: no d1: heartware ventricular assist system ¿controller d4: h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.